Manufacturer narrative:
(B)(4).

Event description:
It was reported the bilateral neuropathic foot pain patient experienced a loss of stimulation. Impedance testing was performed and it was found all impedances were "out of range" both the patient's leads and implantable neurostimulator (ins) were replaced as a result of the event. It was noted the "lead was seen to contain two anchors not secured properly to fascia." Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the lead anchor was not functioning, leading to lead position changing. It was again noted the device was explanted on (B)(6) 2016 as a result.